Manufacturer narrative:
The device associated with this report has not been received for examination. The investigation is unable to conclusively determine the root cause. It is known that this product lot combination was part of a voluntary recall in (B)(4) 2001. The root cause for the aforementioned recall was related to an improper supplier process. The device history records for this product/lot combination identify a lot that was reported as having not been affected by the improper processing. Depuy voluntarily recalled all zirconia femoral heads although not all manufacturing lots were processed improperly. Additionally, this product code has been obsolete since (B)(4) 2003. Based on the investigation, corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a broken ceramic head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.